Event description:
Voluntary distributor report the distributor reported on behalf of the customer that the device, 138505-10, tungsten micro needle 3cm, straight. Ccf states a first-degree burn occurred on the lips of a patient who had been in contact with an insulated scalpel part during an oral surgery. The electrometric unit used was a force fx and was used in forced coagulation mode 25w. The doctor explained that no special measures were taken and the patient was to be observed. Based on the above information, it is judged that a report to pmda is unnecessary in japan. Please refer to the attached photo. Based on the above information, it is judged that a report to pmda is unnecessary in japan.

Manufacturer narrative:
CAPA (B)(4); investigation report (B)(4); DHR of p2220025; picture; video; product batch record; test report; testing scheme and plan.